Event description:
It was reported that it was difficult for the patient to remove the mec due to the adhesive on the catheter.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause of this failure mode could be ¿· operator error · viscometer ooc · viscometer failure · mechanical failure." The lot number is unknown therefore the device history record could not be reviewed. The product code for this male external catheter product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the male external catheter product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that it was difficult for the patient to remove the mec due to the adhesive on the catheter.